Manufacturer narrative:
A follow up will be submitted, when additional information become available. A getinge technician will investigate the unit in question.

Event description:
It was reported that the cardiohelp had a flow issue during treatment. The cardiohelp was changed. No more details were provided, but requested. No harm to any person has been reported. (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp had a flow issue. The failure occurred during treatment. A getinge service technician (fst) was sent for investigation and repair. The reported failure "flow issue" could not be confirmed. The technician performed safety, calibration, and functionality checks to factory specifications. Function tests passed. The customer confirmed not to have connected the disposable properly. Therefore, the error message: ¿pump disposable error¿ occurred. The log files of the device were analyzed by getinge and the error message: "pump disposable error - stop", could be confirmed. In the instruction for use (IFU)of the cardiohelp device stated, that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. The IFU (instructions for use / 1.8 / en / 09) of the cardiohelp includes a warning under chapter 2 "do not remove the disposable product during normal operation." Furthermore in the IFU of the cardiohelp( instructions for use / 1.8 / en / 09) it is stated in chapter 2.1.4 "please refer to the respective instruction for use of the disposables". In reference of the current IFU "hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0" (instructions for use / 1.5 / g-270 / 02) the following is stated in chapter 5.3.1 safety instructions for the oxygenator: incorrect installation of the hls module advanced can lead to device malfunction. This can endanger the patient. - use the device only together with the device cardiohelp-I. - install or remove the device only when the pump of the cardiohelp-I is at a standstill (0 rpm). - ensure that the device is fitted onto the device correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump. The review of the non-conformities has been performed on 2022-02-22 for the period of 2015-11-01 to 2022-01-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported failure. Based on the results, no product related malfunction could be confirmed. The getinge sales and service unit will be informed to advise the customer to follow the instruction for use. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaintnumber: (B)(4).